Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. This was noted during filling of the device. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 17, 2014 to july 18, 2014. Evaluation summary: the sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the device identified solid white particles floating in the reservoir of the device. A fourier transform infrared spectroscopy scan determined that the particles were made of an acrylic material. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.